Event description:
The disposable vein harvester was not able to provide adequate co2 for tunnel distention for the harvesting and cutting of branches. Another device was obtained and the procedure continued without incident. No harm to patient or staff.======================manufacturer response for endoscopic vessel harvester, virtuosaph evh system harvester (per site reporter).======================no anomalies found, met device specifications.what was the original intended procedure?coronary artery bypass grafting with endoscopic vein harvesting.device #1is this a laboratory device or laboratory test?no.